Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a trial implant procedure on (B)(6) 2020, the physician was unable to place the trial lead in the epidural space because of patient anatomy. As a result, the procedure was abandoned.